Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on (B)(6) 2006, patient was implanted with a pinnacle hip on her left side. On (B)(6) 2007, patient was implanted with a pinnacle hip on her right side. Shortly after the surgeries, patient began experiencing pain in her right and left hips and groin. Since the surgeries, patient has suffered from constant pain, swelling, and weakness in her hips and/or legs. Patient will need future revision surgeries. *update** (B)(6) 2012 - medical records and patient fact sheet received. Part/lot was provided for both sides. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records and patient fact sheet received. Part/lot was provided for both sides. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the now provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.